Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated there was crack on the case and bottom where buttons were came off. Customer stated that the button was to be press twice. Customer stated that the gold piece of battery cap was came off. Customer stated there was no delivery errors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.